Event description:
It was reported that, "when the surgeon was implanting the ad option shell, 3 plugs dissociated from the shell. Therefore, he removed them from the pt's body."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.